Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer could not recall if the blood glucose was impacted; however, stated that she was "fine". The cartridge and infusion set were changed. Insulin delivery was resumed.